Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unspecified issue occurred with the dexcom g6 app. The patient reported that they have been in the emergency room twice because of the issue. No details of the alleged malfunction, symptoms or treatment were provided. Because the patient¿s name and contact information are unknown, no follow up for additional information is possible and no additional patient or event information is available. It is unknown if the ER visits were related to the same sensor session or if the issue has previously been reported to dexcom.